Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had a cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose levels at the time 104 mg/dl. Advised customer that insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.